Event description:
A malfunction alarm was reported, identified by malfunction code malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and contact support again if any issues reappeared.